Event description:
The customer reported the display intermittently blanks out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. System operates as intended. (B) (4).